Manufacturer narrative:
Sample evaluation shows detachment between bulb and connector, resulting unavailability of use. Description of the event is not clear and doesn't describe how and when it occurred. We are inclined to think to an incorrect assembling between bulb and connector.

Event description:
Customer found a crack during the use, but no patient damage found.